Event description:
Information was received from the customer alleging potential injury while using the device. This potential for injury resulted when the device entered a non-operational state as a result of the removal of ac power during an auxilliary electrical test at the facility. The customer reported that the device alarmed, exhibited a blank screen with power indicator still illuminated when the power was lost. The customer reported the pt experience bradycardia but it is unk when the bradycardia alarm occurred in relation to the alleged event. The pt was resuscitated and placed back on device after the customer restarted the system to return it to an operational state. The pt was subsequently placed on another device by the customer. The customer did not provide the span of time that elapsed between the pt being resuscitated and being placed on another device. The facility reported that the pt was on the verge of intubation prior to the generator test occurring. This device is labeled for use as an assisted ventilator and is intended to augment a spontaneous breathing pt. It is not intended to provide total ventilatory requirements of the pt needing intubation. The pt reportedly expired one week later and the customer has not reported if they believe the pt outcome was related to this incident. Based on the available information, it cannot be determined if the device operated outside of design specifications. The facility has requested a third party to investigate the device. Information has not been received as to date on the investigation. The facility will not release the device to respironics for an engineering investigation at this time.

Manufacturer narrative:
The pt was using a nasal mask with single bore tubing. The device settings were as follows: ipap-14 cmh2o. Epap=6 cmh2o. St mode. Fio2=70%.